Event description:
Our facility had two more incidents of needles developing cracks just below where the clave connects. We now believe that rather than it being a problem with the bard needles, the issue is with the blue claves from ICU medical. We are trialing clear claves from ICU medical and have not had this problem occur with the new product.